Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissored. There was no reported patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.